Manufacturer narrative:
The customer reported evaluating the device error log, which displayed multiple error faults and determined the most likely cause of the faults was the gas delivery engine (gde). As a precautionary measure the gde component will be replaced by the device trained customer on this ventilator device. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an inoperative condition on this ventilator device, while in patient use. The customer stated no patient harm or injury was associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could not be confirmed and duplicated, therefore corrective and preventative action is not indicative at this time. Additional failure found with ifs assembly which is being addressed in CAPA 1133 and eco 67148. This issue will be internally investigated within vyaire.